Manufacturer narrative:
Complaint conclusion: as reported, a patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of hyperlipidemia. The patient presented with left lower extremity deep vein thrombosis (dvt) of the deep and superficial systems. Acute non-occlusive thrombus was found in the superficial femoral vein and the greater saphenous vein. In addition, the patient had developed bilateral pulmonary emboli (pe) and left arm pain. The patient underwent filter implantation for the bilateral pe while on lovenox. Approximately six years and ten months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted against the inferior vena cava (ivc) wall at the l2-l3 level and an in infrarenal location. These injuries have caused emotional distress, mental anguish, anxiety and stress. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of the trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a CT scan revealed that the filter has tilted, and it is too dangerous to remove. The patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted due to pulmonary embolus while on anticoagulation with lovenox. The patient had a history of left lower extremity deep vein thrombosis (dvt) of the deep system and superficial system as acute nonocclusive thrombus found in the superficial femoral vein and the left greater saphenous vein; bilateral pulmonary emboli, left arm pain, hyperlipidemia, pulmonary embolus bilaterally. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years and ten months post implantation, when the patient was submitted to a CT scan of the abdomen, in which the images revealed the filter had tilted at the l2-l3 infrarenal in the ap plane. The patient reports the filter tilted against the vena cava wall. These injuries have caused emotional distress, mental anguish, anxiety, and stress. The patient further reports suffering from nightly leg cramps and tingling in the legs

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter tilted. A computed tomography scan revealed that the filter has tilted. According to the information provided the patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The timing and mechanism of the tilt has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event, without imaging available for review. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of the trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, a CT scan revealed that the filter has tilted, and it is too dangerous to remove. The patient has suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses and pain and suffering and other damages.